Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implant was removed due to infection and bone loss.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4) the reported device was returned for investigation with an attached locator abutment. Visual evaluation of the as returned product identified signs of debris and wear around the threads and collar but no evidence of any significant damage or malfunction. The product matched print specifications where measured against production drawing. The reported product was located on tooth # 6 and used for approximately 5.5 years. A device history review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Sterilization record for the implant was reviewed and verified to have passed all sterilization activities with no issues or non-conformities identified. Complainant reported that the patient had an implant and locator in the patient's mouth holding in a denture and subsequently the patient had developed bone loss with an infection. The implant site was non-restorable. The reported complaint could not be verified with the information provided, and following inspection of the returned product. A definitive root cause for this complaint could not be determined.